Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 76 years old at the time of enrollment.

Event description:
Elegance clinical trial. It was reported that reocclusion occurred. On 07-oct-2024, the subject underwent treatment with the ranger drug-coated balloon as part of the elegance clinical trial. The target lesion #001 was in the left common femoral artery with 4mm proximal reference vessel diameter and 4mm distal reference vessel diameter with lesion length of 40mm and 100% stenosis and was classified as tasc ii b lesion. Prior to the treatment of target lesion with the study device, non-boston scientific (bsc) embolization protection device was placed, atherectomy was performed using 2mm non-bsc atherectomy device followed by balloon dilation using 6mm x 40mm non-bsc pta balloon. Treatment of target lesion was performed by dilation using 6mm x 40mm ranger drug-coated balloon, study device. Post treatment, the final residual stenosis was noted to be 30%. On the next day, during index hospitalization, the subject complained of numbness of the left leg and angiological follow up revealed new occlusion of left common femoral artery. In response, the subject was recommended for vascular surgery to treat restenosis of common femoral artery. On 10-oct-2024, 3 days post index procedure, thrombotic occlusion noted in left common femoral artery extending up to femoral bifurcation was treated by direct thromboendarterectomy with bovine patch graft. Post procedure, good pulsation was derived on all parts of the vessels. On the same day, the event was considered resolved. The subject's post procedure inpatient stay was without complications. On 16-oct-2024, abi was noted to 0.86 and 1.13 on left and right leg respectively. On the same day, the subject was discharged from hospital on dual antiplatelet therapy.